Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary treatment was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro and cine are not functioning. Review of the system log file showed that there was a malfunction with ippc. Fse resetted the ram and replaced the cmos battery of ippc. After replacement, the system was returned to use in good working order. Same issue occurred before few days of this event, fse confirmed the issue with ip image disk and replaced the hdd. The system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the fluro and cine are not functioning. The device was in clinical use. No patient harm reported.